Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("severe bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), dysmenorrhoea ("menstrual cramps"), abdominal distension ("bloating"), abdominal pain ("abdominal pain") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy was performed on (B)(6) 2016). On (B)(6) 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, dysmenorrhoea, abdominal distension, abdominal pain, alopecia and procedural pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, weight increased, dysmenorrhoea, abdominal distension, abdominal pain, alopecia and procedural pain to be related to essure. The reporter commented: after the implant she began suffering from the symptoms. Since having the surgery, her symptoms were mostly resolved. Diagnostic results: on (B)(6) 2015 hysterosalpingogram was performed to confirm the essure placement. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began experiencing pelvic pain and severe bleeding (interpreted as genital bleeding). She underwent hysterectomy approximately 10 months after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), genital haemorrhage ("severe bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concurrent conditions included hypothyroidism since 2014, obesity, stomach pain, vaginal discharge and kidney pain. Concomitant products included medroxyprogesterone (depo provera), naproxen sodium (aleve) and tranexamic acid (lysteda). On 8-jul-2015, the patient had essure inserted. On an unknown date, the patient started motrin at an unspecified dose and frequency. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In july 2015, the patient experienced abdominal distension ("bloating"). In august 2015, the patient experienced dysmenorrhoea ("menstrual cramps/ dysmenorrhoea"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). In october 2015, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On 19-may-2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)/hysterectomy). Essure was removed on 19-may-2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, abdominal distension, alopecia, fatigue and abdominal pain lower had resolved and the uterine haemorrhage, dysmenorrhoea, abdominal pain, procedural pain, vaginal haemorrhage, menorrhagia and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, uterine haemorrhage, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: after the implant she began suffering from the symptoms. Since having the surgery, her symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. On 08-oct-2015 hysterosalpingogram was performed to confirm the essure placement.successful essure procedure on 24-jul-2015 and 08-oct-2015, transvaginal ultrasound (tvu) and hysterosalpingogram resulted intotal bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage(confirming genital haemorrhage). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Event abnormal uterine bleeding was added. Concomitant & historical drugs, conditions are added.product, patient & reporter information updated. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain'), genital haemorrhage ('severe bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage. Concurrent conditions included hypothyroidism since 2014, obesity, stomach pain, vaginal discharge, kidney pain and neuropathy. Concomitant products included levothyroxine sodium (synthroid), medroxyprogesterone acetate (depo provera), naproxen sodium (aleve) and tranexamic acid (lysteda). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("menstrual cramps/ dysmenorrhoea"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with gabapentin, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (salpingectomy (bilateral removal of fallopian tubes)/hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, abdominal distension, alopecia, fatigue and abdominal pain lower had resolved and the uterine haemorrhage, dysmenorrhoea, abdominal pain, procedural pain, vaginal haemorrhage, menorrhagia, weight decreased and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, uterine haemorrhage, vaginal haemorrhage, vitamin d deficiency, weight decreased and weight increased to be related to essure. The reporter commented: after the implant she began suffering from the symptoms. Since having the surgery, her symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. On (B)(6) 2015 hysterosalpingogram was performed to confirm the essure placement.successful essure procedure on (B)(6) 2015 and (B)(6) 2015, transvaginal ultrasound (tvu) and hysterosalpingogram resulted intotal bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage(confirming genital haemorrhage). Concerning the injuries reported in this case, the following one/ones were described in social media: vitamin d deficiency quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event vitamin d deficiency was added, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("severe bleeding") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included miscarriage. Concurrent conditions included hypothyroidism since 2014. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("menstrual cramps/ dysmenorrhoea"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, abdominal distension, alopecia, fatigue and abdominal pain lower had resolved and the dysmenorrhoea, abdominal pain, procedural pain, vaginal haemorrhage, menorrhagia and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: after the implant she began suffering from the symptoms. Since having the surgery, her symptoms were mostly resolved. Diagnostic results: on (B)(6) 2015 hysterosalpingogram was performed to confirm the essure placement. On (B)(6) 2015, transvaginal ultrasound (tvu) and hysterosalpingogram resulted intotal bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition were added. Events vaginal haemorrhage, menorrhagia, fatigue, weight decreased, abdominal pain lower were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and began experiencing pelvic pain and severe bleeding (interpreted as genital bleeding). She underwent hysterectomy approximately 10 months after insertion. These events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding in women may have multiple causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported events, compatible temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.